Event description:
While doing preventive maintenance(pm) on the ohmeda 4400 open infant warmer and checking the in-bed scale-tronix 4002 scale, the biomed tech noticed a potential safety hazard. The scale underneath each mattress has two pieces, the top piece and the actual scale. They clip together with two silver spring-loaded clips/pins. During the pm it was found that the two pieces of the scale would not completely clip together and as a result the top piece of the scale was slipping off the scale. The hole for the spring clip was worn and an edge developed so the clip was not engaging properly. The mattress sits on the upper piece of the scale. Under ideal circumstances if the bed "wing" was left down and if these two scale pieces are not clipped together properly the baby, mattress, and top section of scale have the potential to slide out and fall. The problem seems to come from normal wear and tear on these scales. We are reporting this as something to watch for during maintenance. We have advised our nursing staff of the potential risk with this issue. In the meantime we are inspecting all of our beds for this problem.